Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration date of explantation: (B)(6) 2024 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bottoming out of the left breast implant and right breast baker grade IV capsular contracture during an in-office exam with a medical professional. As a result, the patient is scheduled for bilateral breast implant removal on (B)(6) 2024. This report is for the left breast prosthesis.

Manufacturer narrative:
On september 19, 2024, the mentor analysis lab received the suspect medical device for evaluation. On september 23, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. D4: UDI: product made prior to UDI compliance date. UDI not required. On october 04, 2024, mentor was notified that the patient underwent bilateral removal and replacement with 325cc (left-sided) and 350cc (right-sided) mentor memorygel breast implants during the revision surgery. Manufacturer¿s reference number: (B)(4).